Manufacturer narrative:
(B)(4). Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed no delivery. The blood glucose reading was 8.1 mmol/l. The customer stated that the alarm had occurred previously and was not currently alarming. It was noted that the customer has very little fatty tissue for insertion sites. Advised the customer to call back when the alarm occurred for proper troubleshoot. Nothing further reported.